Event description:
Related manufacturer reference number: 2017865-2024-35452. It was reported that the patient presented for a generator change procedure. Upon interrogation, the right ventricular (rv) lead and right atrial (ra) lead exhibited a failure to capture and low pacing impedance. Both rv and ra leads were capped and replaced on (B)(6) 2024. The patient was in stable condition.